Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Reportedly, customer noticed air throughout tubing. Customer was treated through intravenous insulin drip, and released from the hospital on (B)(6) 2015.